Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and no delivery alarm. Customer's blood glucose level went as low as 39 mg/dl and as high as 90 mg/dl. Customer treated their low blood glucose with chocolate and glucose tablets. Customer advised they exercised after dinner and it was a new program which resulted in low blood glucose levels. Customer advised they changed out their infusion set.